Event description:
The customer stated that they were having reproducibility problems with architect ca15-3 reagent list 2k44-25. An initial result of 9 u/ml was generated. The sample was repeated and results of 58 u/ml and 60 u/ml were generated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No return material was received from the customer. Tracking and trending review: as part of the investigation a review of tracking and trending was performed. This review did not identify any trends related to the issue under investigation. No issues were identified related to the complaint that would indicate that there is a product deficiency. Labeling review: section 10 of the architect system operations manual lists possible causes and corrective actions for the issue observed by the customer. A few possible reasons for erratic/discrepant results are: reagents stored incorrectly, bubbles or foam on the surface of the reagent, sample not collected and/or prepared correctly, and/or sample contains fibrin clots or particulate matter. Additionally, the architect ca 15-3 package insert (B)(4) notes to ensure complete clot formation in serum specimens has taken place prior to centrifugation. If the specimen is centrifuged before a complete clot forms, the presence of fibrin may cause erroneous results. This is the final report.